Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: complications associated with the deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor textured breast implants and experienced bilateral deflation postoperatively. The patient reported that she underwent bilateral removal without replacement in (B)(6) 2020 because of complications associated with the deflation. Multiple attempts were made to obtain more details regarding the event. However, no response has been received. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, it was found that g 5. PMA/ 510(k) was filled in incorrectly on the previous report. The field has been updated. Manufacturer's reference number: (B)(4).